Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with cgm showing 40 mg/dl and a confirmatory fingerstick of 43 mg/dl, after announcing and consuming a meal of two sandwiches; the pump had already suspended insulin delivery as glucose declined, and the specific cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included urgent low glucose that was treated with oral carbohydrates and self-management at home without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and appropriate automated insulin suspension during the low, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.